Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to oxygen blending module failure. There was no harm or injury reported. The ventilator was returned evaluated by third party service center and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's oxygen blending module board, blower assembly, flow sensor and sensor board were replaced to address the issue. There was evidence of contamination.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to oxygen blending module failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.